Manufacturer narrative:
Results: the embolization coil of the first penumbra smart coil (smart coil) evaluated was intact with the pusher assembly and had offset coil winds. The embolization coil of the second smart coil evaluated was intact with the pusher assembly and had offset coil winds. During functional analysis, resistance was observed when advancing the smart coils out of their introducer sheaths. Furthermore, the smart coils could not be advanced into a demonstration microcatheter. Conclusions: evaluation of the returned devices revealed that both of the smart coil embolization coils had offset coil winds. If the introducer sheath is not properly seated inside the microcatheter hub prior to advancement, resistance may be experienced, and damage such as this may occur. The offset coil winds caused resistance when advancing the smart coils during functional analysis. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01458.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (d-avf) in the traverse sinus using penumbra smart coils (smart coils). During the procedure, the physician advanced a non-penumbra microcatheter into the patient and then attempted to advance two smart coils through the microcatheter. The introducer sheaths of both smart coils were inserted straight and deep into the hub of the microcatheter. Immediately after both coils were fully advanced into the microcatheter, they became stuck and were unable to advance any further through the microcatheter. The physician did not mention any resistance prior to the coils being stuck. Thereafter, both smart coils were removed and the procedure was successfully completed using three new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.